Event description:
A customer reported to beckman coulter inc. (Bci) that the unicel dxc 800 had a waste sump exit full. After the customer had emptied the waste exit sump, the instrument had waste sump full switch 11 errors. While troubleshooting the instrument without the assistance of bci customer technical support (cts), the customer removed line 147 and was splashed with waste. The customer reported that he was not injured and that most of the splash was on his lab coat. No medical attention was sought.

Manufacturer narrative:
Bci cts advised the customer that the hydro must be placed in maintenance mode before removing any tubing in hydro. Customer shut down hydro and disconnected line 147. Air was forced into the line and no obstructions were observed. Customer used an applicator and checked valve #31. No obstructions observed and drain hose was not kinked. Customer homed dxc and waste sumps drained properly. Instrument was primed 5 times with no errors. Customer was advised to monitor instrument and contact bci if needed. Splash occurred because hydro was not shut down prior to removal of line 147 and line was pressurized.